Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose 3 weeks prior to the call, with blood glucose of 40 mg/dl at the time of the incident. The customer was at 128 mg/dl at the time of the call. The customer did not mention how they were treated. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and no issues were found. The customer was hospitalized on (B)(6) 2019 with a blood glucose level of 143 mg/dl. The customer had fallen down while low in a previous time. The customer had a change in their diet and medication. The insulin pump will not be returned for analysis.